Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related finding: tech found that the cutter did not pass the sample mesh test. The cutter was returned to the customer and the customer was notified as zimmer biomet does not provide repairs for the cutter component. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported device had incomplete mesh and worn gears on previously recovered cadaver skin. At product evaluation investigation the cutter did not pass the sample mesh test. No adverse events were reported as a result of this malfunction. No further information is available.